Manufacturer narrative:
Device passed displacement, and self tests. Device was received with severe scratches on the lcd window; it is difficult to read what is underneath the scratches. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump screen was scratched up and difficult to read. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.